Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was foggy. Additional information confirmed a replacement was used to complete the procedure successfully.

Event description:
It was reported that the image was foggy. Additional information confirmed a replacement was used to complete the procedure successfully.

Manufacturer narrative:
Alleged failure: hi all, it¿s actually been 2 arthroscopy cases and 3 scopes. The first case was wednesday with a 4k eyepiece scope. When we started it was perfect and then 5 minutes in, the scope started fogging. The surgeon repeatedly took the scope out of the shoulder joint, handed the camera and scope to the tech and waited while the eyepiece and coupler were cleaned. Today it was 4k c-mount. Everything was perfect at the start. 5 minutes in, same as before it started fogging. My tray had a coupler in it so we decided to tray the smith nephew eyepiece lens that was open on the back table. When we put the scope in it was the same thing. 5 minutes and it started fogging. I turned off autolight, the tech cleaned the lenses, and the case was completed without anymore fogging issues. Please advise. Thanks, mike salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have any observances with the quality of the image. However, the image of the scope does shift on the monitor when pressure is applied to the needle or light post area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the fogging could be wiped off. The same device could be used to complete the procedure. The foggy camera head and scope may cause user inconvenience but did not result in any adverse consequences. Therefore making this event not reportable.

Manufacturer narrative:
Alleged failure: hi all, it¿s actually been 2 arthroscopy cases and 3 scopes. The first case was wednesday with a 4k eyepiece scope. When we started it was perfect and then 5 minutes in, the scope started fogging. The surgeon repeatedly took the scope out of the shoulder joint, handed the camera and scope to the tech and waited while the eyepiece and coupler were cleaned. Today it was 4k c-mount. Everything was perfect at the start. 5 minutes in, same as before it started fogging. My tray had a coupler in it so we decided to tray the smith nephew eyepiece lens that was open on the back table. When we put the scope in it was the same thing. 5 minutes and it started fogging. I turned off autolight, the tech cleaned the lenses, and the case was completed without anymore fogging issues. Please advise. Thanks, mike salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the scope did not have any observances with the quality of the image. However, the image of the scope does shift on the monitor when pressure is applied to the needle or light post area. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.